Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was intact, but not fully inserted on (B)(6) 2024. No further information available.